Manufacturer narrative:
Upon completion of the ivestigation, a follow up report will be filed.

Event description:
The affiliate reported that after implantation, it was noted that the valve was occluded and the pressure could not be changed. As a result, the device was revised. The setting pressure at both implantation and revision were unknown.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that the silicone housing was torn in two places as well as what appears to be teeth marks from a clamp in the silicone housing. Biological debris could be seen inside the valve casing. It was not possible to irrigate the valve or complete pressure and reflux tests due to the damaged silicone housing. Further examination of valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. The root cause of the damaged silicone housing could be due to wrong handling but this could not be confirmed. As noted in the IFU, silicone has a low tear/cut resistance. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.